Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation right ventricular (rv) lead had a history of noise and high shock impedances within normal limits. Defibrillation threshold (dft) testing was performed approximately a year ago; shock impedance measurements were in the 90-ohm range. On (B)(6) 2020, daily impedance measurements revealed a high out-of-range shock impedance measurement of 146 ohms. Technical services (ts) recommended retesting the lead rather than lead revision at this time, as the patient had approximately one year remaining on their device. This rv lead remains in service at this time. No adverse patient effects were reported.